Event description:
A report was received that the patient had infection on one of the incision sites in her back. The symptoms were opened wound and pus came out from the affected site. The patient's incision site was irrigated and cleaned. The physician believed that the infection was procedure related since the patient had a previous surgery. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had infection on one of the incision sites in her back. The symptoms were opened wound and pus came out from the affected site. The patient's incision site was irrigated and cleaned. The physician believed that the infection was procedure related since the patient had a previous surgery. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm. Model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.